Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was not working. During troubleshooting, the pump display turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.